Event description:
A malfunction was found in the investigation for the original report of pod customer not sure delivering insulin at the infusion site (leg). The investigation observed a torn off cannula. It was also reported that the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 5 and 24 hours.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 25.85mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device, and the cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.